Event description:
It was reported that the patient had an infection that started in the spring and that they had a return of their frequency symptoms and pressure pain. The patient stated that ¿it is still not fully right¿ and that they were getting up 4 to 5 times per night. It was noted that the patient had their implantable neurostimulator (ins) reprogrammed on (B)(6) 2013. Additional information was requested but was not available at the time of this report. A follow up report will be sent if any further information is received.

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but had not sought further help. It was noted that the patient was looking for a new doctor. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3031a, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3889-28, lot# v942570, implanted: 2012 (B)(6); product type lead. (B)(4).